Manufacturer narrative:
(B)(4). This is a report where the patient rolled onto the patient line and caused a hole in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing of a homechoice cassette had a hole during peritoneal dialysis. The patient was connected at the time of the event. The patient reported that they had accidently rolled on top of the patient line causing the hold. The technical services representative (tsr) assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.